Event description:
Pt's spouse reported that the freestyle meter is reading 250 points low and pt takes insulin based on the freestyle readings. The spouse noticed pt with symptoms of hyperglycemia. They compared the freestyle reading to two other meters which resulted in a difference of approx 250 points on each. The other meters were reading more consistent with the pt's symptoms. The pt increased insulin dosage for treatment.